Event description:
It was reported that this brady lead was surgically abandoned due to insulation damage and a new brady lead was placed. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.